Manufacturer narrative:
One device was received for evaluation for the complaint that the issue stated was: 'pressure alarm for no reason'. The problem from the customer cannot replicated in the event history log and shows "high pressure" and "sensor mismatch" alarm messages. There was no 12-month service history during the review. The visual and functional testing was performed. The reported issue was able to be duplicated. The reported issue was addressed by replacement of the dso seal and recalibrated dso sensor. The device submitted for functional and delivery tests after repair activities completed. The cause of the reported issue was unable to be determined.

Event description:
It was reported that the issue stated was: 'pressure alarm for no reason'. There was no reported patient involvement.